Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached and the customer was unable to obtain glucose readings. The customer experienced flashes, weakness however, the customer was capable of self-treating with sugar. There was no third-party treatment provided for the reported issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Data was extracted using approved software and extraction was successful. Visual inspection was performed on the returned sensor patch and adhesive and no issues were observed. No malfunction or product deficiency was identified. This issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached and the customer was unable to obtain glucose readings. The customer experienced flashes, weakness however, the customer was capable of self-treating with sugar. There was no third-party treatment provided for the reported issue. There was no report of death or permanent impairment associated with this event.